Event description:
It was reported that during an elective generator change the left ventricular (lv) lead dislodged causing failure to appropriately capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an elective generator change the left ventricular (lv) lead dislodged causing failure to appropriately capture. The lv lead was capped and replaced. It was further reported that the lv was dislodged and not located in the left ventricle. The capped lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an elective generator change the left ventricular (lv) lead dislodged causing failure to appropriately capture. It was further reported that the lv was dislodged and not located in the left ventricle. The lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the lead was stretched, and the lead had apparent explant damage.